Event description:
The pt reportedly has been experiencing swelling and retention issues since implantation. The pt underwent steroid injections into the flap site to reduce the swelling. The pt continues to be monitored.